Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/13/2025, the caregiver reported that the ilet bionic pancreas stopped delivering insulin after a supply change. Blood glucose rose to 265 mg/dl. With technical support assistance, the user performed an infusion set change. Insulin delivery resumed and bg returned to normal range by on (B)(6) 2025. No medical intervention was required.